Event description:
Pt was hospitalized after they had an over infusion of insulin into their body. It was stated that the customer did not receive any alarms and the device did not click when it was delivering. Troubleshooting was declined. Also it stated that customer felt a sharp pain at the site prior to the incident.